Event description:
Lumbar drain placed during clipping of aneurysm and resection "avm". Drain accidentally sheared off first post-op day. Fragment unable to be retrieved. Initial plan to leave fragment, but developed radiculopathy symptoms after discharge. Readmitted and returned to or 3/28/00 for pt lumbar, laminectomy and removal of subarachnoid catheter fragement.